Event description:
Facility reported that within fifteen to twenty minutes of the initiation of treatment, the pts blood pressure dropped and they reportedly stated "I am fainting". They were immediately placed in the supine position and normal saline was administered. The pt at that point stopped breathing and no pulse was detected. The physician arrived and within a few minutes, the pt regained conciousness and was breathing. The sample is available for evaluation. The pt has resumed dialysis therapy with no furhter problems noted.